Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to use an inpact 018 drug coated balloon during treatment of the patients superficial femoral artery. There was no issue noted when removing the device from the hoop/tray. Embolic protection was not used. An indeflator was used for balloon inflation. The device did not pass through a previously deployed stent. No resistance was encountered during delivery. A balloon twist and a rewrap issue was reported. During balloon expansion (at maximum expansion pressure), only a portion of the balloon failed to expand. After a 3-minute expansion, the same balloon was repositioned slightly to cover the unexpanded section, and the balloon was expanded again to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis:the customer returned four images for evaluation image 1: this image depicts the balloon in vitro and a twist can be observed on the balloon image 2, 3 4: the 3 images are procedural images and all depict a twist in the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.